Event description:
Had a primary and secondary kvo set up in the channel. Programmed the pump to infuse flagyl over 1 hour. Went back into the room 20 minutes later and noticed that the flagyl bag was completely empty, and when selected channel, it said the infusion had 43 minutes left. No noted harm.